Event description:
Patient reported that the experienced leaking from his infusion set. The patient's blood glucose did elevated to (600 mg/dl). The patient changed his site and administered correction boluses to bring his blood glucose down.